Event description:
I came down with a vector borne encephalitis 2 weeks after returning from a trip to texas. It was assumed to be west nile but testing came back negative. I was referred to an infectious disease specialist and more labs were run including lyme disease elisa. That wasn't the only test that showed anything, and it was borderline. A western blot was ordered and came back with only one band, band 41, as positive. I was told it was a false positive and it was likely an unidentifiable viral infection. Six months later and a year after infection, I was finally diagnosed after continued and worsening severe neurological symptoms. I am still testing cda negative with 8 total positive bands after starting antibiotic treatment and now have permanent and potentially fatal complications from going undiagnosed and converting to late stage neuroborreliosis. This includes dysautonomia, heart block, and severe cognitive impairment.